Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4 for additional information inadvertently left off of initial medwatch. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical/ chemical stress was applied to insertion section during device handling by the user. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope.¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: eyepiece unit/scope mount was defective; distal end cap had dents and stains; bending section cover or distal sheath rubber had cementing defect; insertion tube and protectror had coating peel off, buckling and bulging; and the connector was humid. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the oes bronchofiberscope, camera not focusing. The issue occurred during reprocessing. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the connecting tube coating peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.